Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for unknown bilateral pediatric hip plate, unknown lot, quantity 2. UDI: unknown part number, UDI is unavailable unknown date for original implant. (B)(4) refers to non-union and revision surgery no information available as device is unknown without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2016 due to a non-union for a bilateral proximal femur osteotomy. Original surgery was performed on an unknown date in (B)(6) 2016. Two pediatric blade plates and four screws were removed without incident. All hardware was removed intact. No surgical delay was noted. Patient was revised to locking compression plates (lcp) and screw implants. Patient status was reported as stable. Revision surgery was completed as successfully. This is report 1 of 2 for (B)(4).